Manufacturer narrative:
H3, h6 one 72202595 twinfix ultra pk 4.5mm suture anchor used for treatment, was returned for evaluation. A partial anchor was returned. Threads were torn, twisted and scalloped. The insertion tip was damaged. Both forks were absent from the distal tip of the inserter. The fragments were not returned. Symptoms indicated excess torque and twisting was applied. The condition also aligns with loss of axial alignment. Normal bone calls for prep with a 3.8mm tapered awl..

Manufacturer narrative:
H10: h6: one 72202595 twinfix ultra pk 4.5mm suture anchor reported on. Product was not returned for evaluation per the customer. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) unexpected bone condition/density. 2) alternate method than technique driven instructions for use. 3) incomplete anchor insertion. 4) loss of or lack of axial alignment. Per instructions for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Maintaining axial alignment is critical to successful implantation. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. Complaint history review indicated no similar allegations for the lot number reported. Rate of complaint occurrence is monitored via surveillance. No further investigation is warranted at this time.

Event description:
It was reported that during surgery, the anchor was inserted into the humerus head as usual. Then, the tip broke off. A backup was available and no patient injury was reported. It is unknown whether there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.